Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had shown high impedances of the most ventral contact on the right electrode noticed on (B)(6) 2021. There were no symptoms reported. Additional information was received: it was reported that the high impedances measured >40,000 ohms at electrode combination c<(>&<)>0, 0<(>&<)>1, 0<(>&<)>2, 0<(>&<)>3. The cause of the high impedances was unknown. There were no actions taken as the patient exited the study and on further information would be collected. There were no reported symptoms.